Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg). Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer loaded a new cartridge to resolve the issue. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.